Event description:
The customer observed an increased advia centaur troponin xp ultra quality control mean bias when compared to new troponin reagent lots. The observed quality control mean bias does not meet the acceptable german rilibak specification limit with specific quality control values falling outside of the rilibak specification, however, quality control result means are within acceptable quality control insert ranges. The customer has not reported issues with patient results. There was no known report of patient treatment being altered or adverse health consequences due to the troponin quality control high mean bias.

Manufacturer narrative:
Siemens has provided the customer with updated control values from the biorad website for troponin reagent lot 010075 and is investigating further the observed biorad control range bias for reagent lot 010077. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00267 on 11/08/2013 for an advia centaur xp tni ultra quality control mean bias. On (B)(6) 2014 - additional information: siemens internal studies does indicate a manufacturer quality control lot 23810 bias with the advia centaur xp reagent lot 010075 and that patient results are not affected. The customer was provided and has been running consistently with the manufacturer's published revised quality control insert mean and range for reagent lot 010075 and quality control is within acceptable (B)(6) specification limits. No further action is required by the customer. Biorad quality control revised insert data: reagent lot 010075. Qc lot 23810. Mean = 0.067 ng/ml. Qc range = 0.040 ng/ml - 0.094 ng/ml. The instruction for use under the quality control section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."